Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced an overdose following a pump refill. It was indicated that the concentration and dose had also been increased at that appointment. The reported symptoms included dizziness, a headache, and vomiting. Two days after the refill, the dose was adjusted down and would also be turned down further on the day of report. It was stated that the patient¿s symptoms were under control at the time of report with the dose adjustments. The device system was used to deliver compounded baclofen.